Event description:
During a post market surveillance (pms) article review, the article "comparison of four automated microbiology systems with 16s rrna gene sequencing for identification of chryseobacterium and elizabethkingia species" by jiun-nong lin et al published that multiple isolates of chryseobacterium and elizabethkingia species were misidentified by the vitek® ms system. The strains were identified through 16s rrna sequencing. The misidentifications obtained during this study with vitek® ms are as follows: one (1) misidentification chryseobacterium indologenes on two (2) isolates two (2) misidentification chryseobacterium culicis chryseobacterium indologenes on three (3) isolates two (2) misidentification and one (1) no identification chryseobacterium gleum chryseobacterium indologenes on 22 isolates. Nineteen (19) misidentification and three (3) no identification elizabethkingia anopheles elizabethkingia meningoseptica on 35 isolates. Thirty-five (35) misidentification elizabethkingia miricola elizabethkingia meningoseptica on 1 isolate. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was initiated after review of a published article in taiwan claiming that multiple isolates of chryseobacterium and elizabethkingia species were misidentified by the vitek® ms system. The strains were identified through 16s rrna sequencing. The misidentifications obtained during this study with vitek® ms were as follows: knowledge base (kb) version : 2.0 and 3.0 (system updated to vitek ms kb v3 on 8 april 2017) vitek ms result = chryseobacterium indologenes : 2 isolates - 2 misidentifications. Expected ID = chryseobacterium massilia. Vitek ms result = chryseobacterium indologenes : 3 isolates - 2 misidentifications and 1 no identification. Expected ID = chryseobacterium culicis. Vitek ms result = chryseobacterium indologenes : 22 isolates - 19 misidentifications and 3 no identifications. Expected ID = chryseobacterium gleum. Vitek ms result = elizabethkingia meningoseptica : 35 isolates - 35 misidentifications. Expected ID = elizabethkingia anophelis. Vitek ms result = elizabethkingia meningoseptica : 1 isolate - 1 misidentification. Expected ID = elizabethkingia miricola. The isolates were not available to submit for evaluation. Conclusion on the system the system was operational during the tests made on march (kb v2.0) and april (kb v3.0) but at the limit in may (kb v3.0). The customer's spot preparation quality was good in march with vitek ms kb v2.0 and the "all peaks number " was heterogeneous in april and may after the update to vitek ms kb v3.0. It can be extrapolated to the sample preparation. The spectra variability observed in april and may could be linked to: - the culture, spot, different operator - new acquisition method with vitek ms v3 (spectra variability might be more visible in vitek ms v3 compared to v2) conclusion on the identification: the expected identifications were provided in the complaint: chryseobacterium massilia, chryseobacterium culicis, chryseobacterium gleum, elizabethkingia anophelis and elizabethkingia miricola. Chryseobacterium gleum is present in the kb v2.0 and kb v3.0. Elizabethkingia anophelis and elizabethkingia miricola are not present in the kb used by the customer (kb v2.0 and kb v3.0) chryseobacterium massilia and chryseobacterium culicis are not present in any vitek ms kb versions (v2.0, v3.0 or next kb v3.2). As detailed above, several species tested were not present in the vitek ms kb used by the customer. There is a system limitation mentioned in the vitek ms v3.0 knowledge base clinical use 161150-556 - b : "testing of species not found in the database may result in an unidentified result or a misidentification". The customer data reprocessed with new vitek ms kb clinical kb v3.2 seems to improve the identification results. The expected identifications included in the database (elizabethkingia anophelis, chryseobacterium gleum, elizabethkingia miricola) are obtained more frequently. Suspected cause of the issue : system limitation (species not in the kb) system fine tuning at the acceptance limit (tests done in may) non-optimal spot preparation (tests done in april and may). As the strains are not available, it will be not possible to confirm these probable causes listed above. No further investigation could be done.